Event description:
During a laparotomy, a co hand control malleable abc handpiece was used with the argon beam coagulator. After difficulty with the first handpiece a second handpiece wa used. A spark was noted at the gap between the bendable wand & the handpiece. A pen hole sized opening was visualized at the point the bendable wand attaches to the handpiece.